Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. 838566) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("essure expulsion"), pelvic pain ("pelvic pain"), genital haemorrhage ("gen. Abnormal. Bleeding"), mental disorder ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the device dislocation, device expulsion, pelvic pain and genital haemorrhage had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered device dislocation, device expulsion, genital haemorrhage, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: she had received treatment for following events "expulsion, migration". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("essure expulsion"), pelvic pain ("pelvic pain"), genital haemorrhage ("gen. Abnormal. Bleeding"), mental disorder ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, pelvic pain and genital haemorrhage had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered device dislocation, device expulsion, genital haemorrhage, mental disorder, pelvic pain and post procedural complication to be related to essure. The reporter commented: she had received treatment for following events "expulsion, migration". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Previously reported unspecified event ¿injury¿ was updated to more specified event device dislocation. Events device expulsion, pelvic pain, mental disorder, genital haemorrhage and post procedural complication added. Essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.